Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead impedance measurement increased one day post implant from 1179 to greater than 2000 ohms. It was noted that the threshold and sensing measurements were still within range. The patient had also received three inappropriate shocks due to rv channel oversensing. The patient was subsequently admitted to the hospital and a revision procedure was scheduled. During the revision procedure the a loose connection was identified. The lead was re-connected into the rv port, the tug test was successful and all measurements were within range. The rv lead was tested again the following day and revealed good measurements. No adverse patient effects were reported.